Event description:
It was reported that the device was used during an unknown procedure. Two clips were released at the same time and one of them was opened. No clips fell into the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.